Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon fell apart and she experienced pain. She had her annual physical with a pap smear that resulted normal. No tampon pieces remained and her pain has resolved.